Event description:
Protaper assort. 25mm *not ce* the customer alleged that: "2 files have fractured. Has any patient been injured? No. It fractured inside the conduct and there was no injury. Have all the broken parts been retrieved from patient's mouth? It was not possible to remove. Has any further medical or surgical treatment been necessary after the event? Radiographing and accompanying the evolution how many times has the instrument been used before the event happened? One of them in the first use and the other in the second use." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).